Event description:
An audio issue was reported with the use of abbott diabetes care (adc) device. A caregiver reported that the customer's reader¿s alarm is no longer audible, and the customer no longer wakes up from it, even though the volume is at maximum. The customer experienced symptoms of hypoglycemia, described as dizziness, difficulty holding a glass, and was unable to self-treat. The customer had contact with a non-healthcare professional who obtained a reading of <50 mg/dl and administered juice as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section b5 has been updated. Per additional information received, the customer only experienced one medical event. Reference # (B)(4) was submitted in error. Refer to reference # (B)(4). Submission for the customer's medical event.

Event description:
An audio issue was reported with the use of abbott diabetes care (adc) device. A caregiver reported that the customer's reader¿s alarm is no longer audible, and the customer no longer wakes up from it, even though the volume is at maximum. The customer experienced symptoms of hypoglycemia, described as dizziness, difficulty holding a glass, and was unable to self-treat. The customer had contact with a non-healthcare professional who obtained a reading of <50 mg/dl and administered juice as treatment. There was no report of death or permanent impairment associated with this event. On 5-nov-2024, additional information was received from the customer who clarified that they experienced only one medical event. Therefore, the second set of MDR (ref # (B)(4)) submission on 28-oct-2024 was submitted in error.